Manufacturer narrative:
Livanova(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced switching power supply was returned to livanova (B)(4) for further investigation. During evaluation, the reported issue could not be reproduced. The power supply was connected to the test bed and no errors were noted during the functional test. All testing was completed without fault and the device worked as expected. As the issue was not reproduced, a root cause could not be determined. The customer has not reported any further issues with the device.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit but was not able to reproduce the reported issue. The switching power supply was replaced as a precaution and a complete functional verification was performed without further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer

Event description:
Livanova (B)(4) received a report that the s5 system displayed a power supply fan error upon power up of the unit. The power was cycled and the same message was displayed. The user changed out the machine to begin the procedure. There was no patient involvement.